Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma post operatively and a pocket revision was planned. An open wound developed and the patient was hospitalized for antibiotics and wound care. The physician explanted the device and lead and will replace them in the future. No further patient complications have been reported as a result of this event.